Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump had an unspecified insulin pump error alarm and it was difficult to press the buttons. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that the battery does not last for more than couple of days. The device will not be returned for analysis.